Manufacturer narrative:
The insulin pump was received with partial white display with multiple black line segments due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. Unable to verify blank display anomalies due to partial white display. Unit received with scratched casing, minor scratches onled window, slightly peeling off display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, severely stained serial number label, peeling end cap address label, corrosion in battery tube, severe corrosion on force sensor assembly and corrosion on motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. Customer called in to report that the pump was stopping every time they were trying to bolus. The customer's blood glucose level was 7.2 mmol/l at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.